Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02601 / 02605). Evaluation not yet begun.

Event description:
During a hip revision the femoral stem extractor fractured. It is unknown if any fractured pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of device history records found no evidence of product non-conformance. Review of the device confirmed the reported complaint, as the slap hammer connection was found to be fractured off. Visual examination of the returned device found that the weld and the screw holding the connection in place failed. The slap hammer connection was not returned for evaluation. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Review of device history records did not identify any deviations which would have contributed to the event. Visual inspection of the removal jaw shows the slap hammer connection is fractured off. The part that fractured off, the slap hammer connection (pn: 31-4000-60-15) was not returned with the rest of the instrument so evaluation is difficult. Examination of returned part shows the weld and the screw that held the slap hammer connection to the rest of the instrument both failed. As the stem extractor jaw was used with competitor product the implants were not compatible with the extractor jaw. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. No medical records received. Without the piece that fractured off, a root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.